Event description:
It was reported by repair work order that the customer alleged that the right siderail would not latch. Upon inspection of the unit by the service technician, it was confirmed that the siderail could not latch in the upright position.